Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not able to rewind the insulin pump and had a pump error. Customer was assisted with clearing the pump error. The pump detected a possible issue with the motor. Insulin delivery has temporarily stopped as a safety measure. Customer confirmed that the pump was not exposed to a high magnetic field. Customer was not able to rewind the pump. The insulin pump will be replaced.

Manufacturer narrative:
The pump gave an alarm during the rewind and several pump errors were in the long trace history file due to a corroded motor assembly. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the pump error. The pump also had minor scratches on the lcd window and case.